Manufacturer narrative:
Block e1. Initial reporter city and province:(B)(6); reported here as it exceeded the number of character limit. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the detached guide catheter from the patient.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was used in the bile duct during a stent placement procedure performed on (B)(6) 2024. During stent deployment, severe resistance was encountered, and the guide catheter could not be pulled out at all. The device was removed; however, while pulling the delivery system, the guide catheter became separated, leaving the advanix stent and a fragment of the guide catheter inside the patient. Both the guide catheter and advanix stent were successfully removed from the patient using an endoscope. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex rx delivery system was used in the bile duct during a stent placement procedure performed on (B)(6) 2024. During stent deployment, severe resistance was encountered, and the guide catheter could not be pulled out at all. The device was removed; however, while pulling the delivery system, the guide catheter became separated, leaving the advanix stent and a fragment of the guide catheter inside the patient. Both the guide catheter and advanix stent were successfully removed from the patient using an endoscope. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a3b (gender) has been corrected. Block e1. Initial reporter city and province: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the additional device used to remove the detached guide catheter from the patient. Block h11: a naviflex rx delivery system was received for analysis. The guide catheter was found to be detached and was not returned. A destructive test revealed that the pull wire hypo tube was intact and did not have any part of the guide catheter attached to it. No other damage was noted on the delivery. Product analysis confirmed the reported event of guide catheter break. The investigation concluded that the reported event was most likely due to anatomical conditions or procedural factors, such as the user's technique during deployment, which limited the device's performance and contributed to the separation of the guide catheter. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure.